Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case the regurgitation was most likely due to severe calcification. A conclusive cause for the reported folding of the valve frame could not be determined. Infolding is a known phenomenon. It was reported that the folding could have been due to severe calcification in the native annulus. The event description of pericardial effusion does not indicate a potential manufacturing issue. Pericardial effusion is a known effect that can occur after cardiac procedures, and in this case may have occurred as a result of the patients anatomy as the physician reported severe calcification was present. However, with the limited information made available, we are unable to conclusively determine the cause for the pericardial effusion. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. It was not known if an autopsy would be performed. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram showed severe paravalvular aortic regurgitation, with possible folding of the valve frame due to severe calcification in the native annulus. Two balloon aortic valvuloplasties were performed. An angiogram showed that after the second balloon aortic valvuloplasty inflation there was a possible annulus rupture. The patient became hemodynamically unstable. An echocardiogram showed a large pericardial effusion. A pericardiocentesis was performed. The patient was stable following the procedure but expired the following morning. The reported cause of death was annular rupture associated with the post-implant balloon aortic valvuloplasty.